Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lost of rf communication between the remote monitor and the patient¿s device was observed. Despite numerous attempts, they were unable to restore. On (B)(6) 2019 it was requested to bring the patient to the clinic and to try to restore rf function. On (B)(6) 2019 the patient was checked, and device function was normal, there were no error messages on programmer, but icon showed ¿wand only¿ and rf was not functional. Device image and logs were requested for review and it was later confirmed that there is an issue with the rf chip and device software needs to be re-downloaded. Patient did not experience any adverse effects or symptoms. The patient was schedule to return to the clinic in (B)(6) 2019 for software re-downloaded.

Event description:
New information notes that the software reload was accomplished using the cybersecurity upgrade option. The device was re-interrogated, and the device was able to be fully restored to normal rf function. The patient had no symptoms or adverse events due to the rf loss.